Manufacturer narrative:
(B)(4). The customer reported inconsistent pads / paddles messages. There was no negative pt impact reported. Philips evaluated the device and verified the malfunction. The therapy cable and therapy port were replaced to resolve the issue. This failure is consistent with an intermittent electrical connection between the therapy cable and the therapy port.

Event description:
The customer reported inconsistent pads / paddles messages.